Manufacturer narrative:
Corrected data: in review, it was noticed that the justification for section "e1 - complaint reporter last name" being "unknown" was inadvertently not captured in the section h10 of the initial MDR report; therefore, the information has been entered in this supplemental MDR report as indicated below. Additional information: no product was received for evaluation. Customer provided photos were received and evaluated revealing that the lens was damaged and in several pieces. No damage to the cartridge can be observed. Due to no product being received for evaluation, no further evaluation could be performed. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: dec 4, 2023. Section h3: device evaluated by manufacturer: yes. Device evaluation: the complaint lens was received damaged and in pieces, no further investigation on the lens could be performed. The complaint simplicity received was inspected under magnification and revealed that ophthalmic viscoelastic device (ovd) was found inside the cartridge. There was no damage to the cartridge or plunger rod, and no issues that could cause or contribute to the complaint issue was observed. The complaint issue "lens damaged" was identified during product and photo evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the investigation, no malfunction or product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Manufacturer narrative:
Corrected data: in review, it was noticed that the date (jun 13, 2023) was inadvertently entered in the section "g3 - date received by manufacturer" of the initial MDR report, which is incorrect. The correct date received by manufacturer that should have been entered is "jun 12, 2023"; therefore, the information has been corrected in this supplemental MDR report as indicated below: section g3 - date received by manufacturer: jun 12, 2023. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that when the doctor wanted to implant an intraocular lens (iol), it was noticed that the lens was dented/cracked. The doctor decided not to complete the insertion of the lens into the patient's capsular bag and chose to expose the lens on the surgical table to verify if it was indeed in poor condition. It was confirmed that the lens had a manufacturing defect, and since the patient had already undergone 90% of the procedure and could not be left without an iol, it was decided to implant a different lens that closely resembled the one the patient had chosen which was available in the unit's inventory, a tecnis multifocal lens. There was no patient contact and the issue was noted after opening the product package. It was indicated that the lens was not stuck in the cartridge. No further information is available.

Manufacturer narrative:
Section a2, a4 and a5: not applicable, as there was no patient contact with the device. Section d6a: if implanted, give date: not applicable, the lens was not implanted. Section d6b: if explanted, give date: not applicable, the lens was not implanted. Hence, not explanted. Section e1: phone number: (B)(6). Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.